Event description:
No patients have been injured or harmed due to these events. The hospital has experienced a trend involving several lcaths leaking or breaking at the hub. There are several lots numbers included, however we have specifically removed 1148264 due to more events related to this specific lot number (there are 3 events in a 12-day time period). All have taken place in the icn. These lines are having to be repaired or the lines completely replaced. Events include: event #1, lot number 11438264: 1.9fr l-cath placed, with lot number 11438264 with cracked hub. Midline had to be replaced. Neonate, male. Event #2, lot number 11438264: PICC line placed, cracked hub noted (less than 24 hours after placement). Infant, male. Event #3, lot number 11438264: 1.9 fr cath midline cracked at hub, new midline had to be placed. Line had just been placed. Infant, male. We currently have 5 other l-caths that are not part of this same lot number: event #4: midline catheter was cracked on plastic piece of line. Lot number 11401159, neonate, male. Event #5: PICC line placed at 1315 in the left upper arm. Ivfs were tpn/il. Called to the bedside at 2200 to assess a wet dressing. Found a crack in the hub. Was able to repair the line and redress. Follow up glucose was 164. L-cath lot #11438264. Neonate female. Event #6: lot number:11410069, neonate, male. The bedside rn, called line rn indicating that the PICC dressing for the patient, was wet and appeared to be leaking ivf. As rn started to remove the old dressing, an obvious crack in the clear hub of the PICC was noted, with ivf leaking out from the crack. Rn then repaired the PICC at this time using a sterile PICC repair kit and applied a new sterile dressing. The patient tolerated the repair well but was without ivf and continuous drips for approximately 30 minutes while repair was performed. Event #7: lot number: 11424716. Line rn placing new PICC line. During insertion, PICC line broke off in patient's arm. Stat cxr and us obtained. Attending and general surgery to bedside. Neonate, male. Event #8: lot number 11410069. Line rn called to bedside due to line leaking when rn was flushing. Line was just placed at 0400, lot number is 11410069. Line was repaired and removed next day with a new midline placed. Infant male.